Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:"the device showed error tf:9907 and tf:5509. When we tried to do mixer calibration & checks and inspiratory valve checks, the air was uncontrollable going out from inspiratory port. As per service manual regarding tf:5509, we replaced inspiratory valve."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description:"the device showed error tf:9907 and tf:5509. When we tried to do mixer calibration & checks and inspiratory valve checks, the air was uncontrolable going out from inspiratory port. As per service manual regarding tf:5509, we replaced inspiratory valve."